Event description:
It was reported that during cleaning at the user facility the trigger was stuck, a condition in which the device has the potential to run without user activation. Upon receiving the device at the manufacturer facility, it was reported that the trigger shaft and housing were apart and out of the handpiece. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.